Manufacturer narrative:
Physio-control evaluated the customer's device, and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. After observing proper device operation through functional, and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not read, "battery well 1." As a result, the device may not be able to power on, and provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.